Manufacturer narrative:
H6: patient related factor: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -11.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. In a subsequent surgery later that day, the lens was exchanged for a longer length lens due low vault without rotation. The problem was resolved. Cause of the event was a patient related factor.

Manufacturer narrative:
Corrected data: h6-health effect- impact code: "4629" should be removed and code "4627" should be added. B5- the reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of diopter -11.00 was implanted into the patient's right eye (od) on (B)(6) 2023. The patient experienced a low vault. On the same day separate surgery the lens was explanted. The lens was later replaced with the same model, longer length lens and the problem was resolved. The cause of the event was a patient related factor and the device failed to perform as intended. Cause details: "the arch height is too low". Claim# (B)(4).